Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On an unreported date, the patient was hospitalized for peritonitis. The cause of the event, treatment details, and action taken with extraneal therapy were not reported. The patient's recovery status and outcome of the event were unknown. No additional information is available.